Event description:
It was reported that 3 motor stalls and motor stall recoveries occurred and were confirmed by the event logs. The healthcare provider (hcp) stated that a pump alarm was heard on (B)(6) 2013. Per the event logs, 2 motor stalls had occurred on (B)(6) 2013; 1 stall was for 1 hour 20 minutes and the other stall was for 3 hours. The third motor stall had occurred on (B)(6) 2013. There were no patient symptoms. The patient had no magnetic resonance images (MRI) but did wear a ¿vns stimulator magnet¿ on his right wrist and the pump was on the left side of his body. The patient was not able to communicate and the reporter did not have information regarding what the caregiver knew. The reporter stated they were going to keep the magnet away from the patient and see how he does. The device system delivered baclofen. It was later reported that the motor stalls had recovered but not within 2 hours. The cause of the motor stall was reported to have ¿probably¿ been electromagnetic interference (emi) from the magnet for the vns. There were no patient symptoms. The patient was ¿fine¿ at the time of the report. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).